Manufacturer narrative:
Product has not yet been received by MFR for eval, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: piece of the tip of device broke off into a pt during a gyn procedure. Tip was retrieved. No harm to pt.